Manufacturer narrative:
Received one device. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Confirmed customers complaint during pci upstream occlusion test. Updated software and performed downstream occlusion (dso) /upstream occlusion (uso) sensor calibration. Pump now passes the upstream occlusion test. Upon further investigation, found that the downstream occlusion seal is cracked. Replaced the downstream occlusion seal. Updated software. Performed performance verification tests, unit passed all testing criteria.

Manufacturer narrative:
H6: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump was failing upstream occlusion (uso) testing. This occurred during preventative maintenance testing, and there was no patient involvement.